Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were unable to physically attach to the solution bags. The patient stated that they have been using the products for over a year and were familiar with how to use the products. There was no patient injury or medical intervention associated with this event. No additional information is available.